Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended. (B) (4)

Event description:
Customer reported the system displayed an error code and was beeping. No pt injury was reported.